Event description:
It was reported to vyaire medical that the revel ventilator was not working properly. No other information was provided. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated. The unit passed initial final test and initial alarm volume test with no restriction. The vent was opened and inspected and no anomalies were noted. The unit will be processed thru service to meet all factory specifications and standards.